Event description:
Patient diagnosed with infection post rotator cuff surgery using a smith+nephew device. Additional information requested as to strain of bacteria how patient was treated to resolve issue and what other devices were used during the surgery. The additional information is not available at this time.

Manufacturer narrative:
A class ii recall (r-2012-05) was initiated on august 6, 2012 for package integrity issue. (B)(4).